Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection and scanning electron microscopy (sem) analysis was performed on the returned device. The reported balloon rupture was confirmed. Sem analysis noted that the balloon failure may be attributed to mechanical damage to the outer surface. It is likely that the reported resistance and balloon rupture occurred due to interaction with the lesion site which was described as heavily calcified. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified left iliac. The 8 x 40 mm armada 35 balloon catheter was advanced to the lesion with some resistance felt. The balloon ruptured on the first inflation below rated burst pressure (pressure unknown). No resistance was felt during retraction of the balloon catheter from the patient. Another balloon catheter was used to complete dilatation and the procedure continued on successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.